Event description:
A 26mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 180 mm. Vessel morphology is unknown. The patient has a history of atrial fibrillation. It was reported that a renal stent was deployed in the right renal artery because the struts of the stent graft were slightly covering the lower margin of the right renal artery. Final angiogram demonstrated a successful outcome with presence of a transgraft leak. No clinical sequelae were reported, and the patient is reported to be fine.